Event description:
A customer contacted baxter's technical service center regarding a check position message. The homechoice (hc) made a sucking noise during the night but there was no fluid left in the bags. The home patient (hp) filled with all 10l but was only programmed for 8l. The hp turned the hc off and went to the hospital. The largest prescribed fill volume was 2000ml and the hp drained out 4200ml's at the hospital. This meets increased intra-peritoneal volume (iipv) criteria. There was patient involvement but no patient injury or medical intervention was reported. At the time of the problem the tech. Services report states that: patient got message check position in the middle of the night, but the alarm didn't sound. Patient was in fill 3 of 4. Machine made a sucking noise during the night, but there was no fluid left in bags took all 10 litres, but only programmed for 8 litres. Patient turned machine off and went to the hospital. Patient drained out 4200mls at the hospital.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported condition of iipv. No iipv events were identified in the event history log. The device functioned as intended during sample evaluation. The reported condition was not confirmed during device evaluation. The assignable cause was undetermined. Previous service events were not related to the reported issue.

Manufacturer narrative:
(B)(4). The device evaluation is anticipated but not yet begun. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should any significant supplemental information become available.